Event description:
It was reported to philips that system's geometry computer was unable to boot, which can impact geometry movements. The device was inside clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use. The philips field service engineer (fse) visited onsite and identified that the geo pc failed to boot, with no hard disk drive (hdd) activity observed. Review of system log file confirmed the malfunction of geo pc. To resolve the issue, the fse replaced the geo pc along with the hard drive and reinstalled the necessary software. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable.